Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the first thread of the unit was flattened when the unit was implanted into the femur of the patient.